Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echocardiogram (tee), a device related thrombus was noted on the face of the device near the threaded insert. The thrombus was small and non-mobile. The device was noted to be in excellent position without any shift and only a less than 2mm leak along the mitral aspect of the device. The patient was on 2.5mg of eliquis. The eliquis dose will be increased to a full dose and a recheck tee will be performed in 6 weeks.